Manufacturer narrative:
(B)(4).

Event description:
Examination/palpation determined that the pump had dislodged from the sutures. The pump was flipping inside the pocket causing the catheter to kink. A surgical revision of the pump and catheter was done on (B)(6) 2010. The patient recovered without sequela. The pump was used to deliver fentanyl, bupivacaine, baclofen, and clonidine.